Event description:
Customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. Approximately <1 ml of blood mixture leaked from sample probe and was not contained within the instrument. The customer was wearing goggles, gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer did not evaluate the instrument because the customer addressed the issue. The customer flushed the probe waste chamber and the instrument ran without any leaks. The customer did not call back with any further issues. Identified failure modes: unknown, the leak did not recur after the customer flushed the probe. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).